Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 268 (mg/dl). A manual injection was administered to address bg level. The customer changed out all supplies and resumed insulin delivery.